Event description:
Pt had a near syncopal attack at home with bradycardia 38-45/min and a brief run of asystole. Required ems transport and ICU admit. External pacemaker in ICU. Replacement of pacemaker wire and battery required. Surgery in 2001. Discharged 2 days later.